Event description:
The tps micro driver was sent for service and it ran in safe mode during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components was found during analysis.